Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source had an issue where all light emitting diodes (leds) on the front panel were blinking and communication error code (e200) appeared. The event occurred after an unspecified procedure. The procedure was completed with the same device with no delays. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided for the investigation, the reported event was reproduced. The probably cause was most likely attributed to failure of the main board or turret unit. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.